Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic requested review of the subcutaneous implantable cardioverter defibrillator (s-ICD) battery due to a decrease in battery capacity within a short time. Files were sent into boston scientific technical services (ts) for review. Upon review, ts noted the device appeared to be functioning normally and the battery was depleting normally. However, there were several stored episodes of oversensing noise over the last couple years that led to inappropriate therapy delivery. Ts noted that the electrode condition should be assessed and recommended an in-clinic follow up to evaluate all three sensing vectors and attempt to recreate the noise. Ts further recommended an x-ray to assess electrode integrity as evidence is suggestive of a fracture. Ts noted programming considerations to avoid future inappropriate therapy. The electrode remains in service and no adverse patient effects were reported.